Event description:
Investigated a fetal demise, unanticipated death upon delivery of an infant. The delivery was aided by use of "mityvac" vacuum assist delivery system. After an extensive investigation as to the root causes of this event, the mityvac was found to be in proper operating condition.